Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation and was initially inflated at below rated burst pressure for a minute. However, on the second inflation at below rated burst pressure for a minute, the balloon ruptured. The dveie was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.